Manufacturer narrative:
Initial and final MDR (B)(4). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in in the united states. On 06-jul-2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at back and leg, which cause the patient blood glucose levels was elevated to 350 mg/dl, therefore patient had received correction injection via mdi. The patient also reported that she was hospitalized due to high blood glucose levels and received IV and fluids of saline and insulin. The patient also reported that she went emergency room and stayed for 4 hours and had high ketones. No further information available.